Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that the motor device was overheating and hot to the touch. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the locking components, cable and bearings, motor and control on the device were all damaged. Furthermore, it was determined that the device had a hole in the hose, worn hose, and fluid damage. It was further determined that the device failed pretest for safety assessment, no short circuit between sensor gnd and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between phases and connector body (42), motor thermistor assessment, cutter lock assessment and loctite and cable assessments. Therefore, the reported condition was confirmed. The assignable root cause for the damaged bearings and the hole in the hose was determined to be due to wear from normal use and servicing. The assignable root cause for the damaged cable and locking components was due to improper use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.